Event description:
It was reported that the power cord door, keyboard, touch pen, (patient) cables and programming head needed to be reapaired or replaced on the programmer. It was also requested that the software be updated. The programmer was returned to service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard, touch pen and cables needed repair.